Event description:
Pump was reported to have declared a cartridge change error. There was no adverse impact to the customer¿s blood glucose level. The customer reloaded the cartridge to resolve the issue.